Event description:
The report from clinical study (B)(4) for patient with ID (B)(4) indicated that the index procedure was coil embolization assisted with and enterprise vrd (enc452812/01424659) of the left cavernous sinus, and during coiling procedure, the 13th coil (orbit complex 638mf0410/lot unknown) unraveled. The decision was made to remove both the coil and the microcatheter (either excelsior sl10 or excelsior 1018) from the patient. During the time, some coils protruded from the aneurysm, but it is unknown which coil and how many coils protruded (microsphere 18 coils x5 (micrus), orbit complex 6x15/lot# unknown x3, orbit complex 637cf0515/lot# unknown x3, and orbit complex 638mf0410/lot unknown x1 were placed in the aneurysm when the event occurred). However, no action was taken because it seemed that the coils were securely embedded/fixed between the enterprise vrd and the vessel wall. A jailed technique was used for this procedure, and the enterprise was in place when the coil/coils unraveled/ protruded. Constant fluoroscopy was performed at all times. The enterprise stent was fully expanded, appose to the vessel wall and in a stable position. The lot numbers for the coils are not available. The event outcome was indicated as recovered without sequel. According to the physician, the relationship of the event to the procedure was highly probable and to the vrd was also highly probable.

Manufacturer narrative:
The patient was a female of (B)(6) with no medical history. Dob and wt unknown. The unruptured saccular aneurysm neck was 5.5mm, and the neck to sac ratio was 5.5mm:9.2mm. The parent vessel size diameter proximal was 4.0mm and distally was 3.9mm. Mrs on 12/02/2010 was 0, on 12/07/2010 was 0, and on 01/05/2011 was 0. Antiplatelet therapy included aspirin 100mg/day: (B)(6) 2010, clopidogrel sulfate 75mg/day: (B)(6) 2010 - (B)(6) 2011, 50mg/day: (B)(6) 2011, 25mg/day: (B)(6) 2011, argatroban hydrate 60mg/day: (B)(6) 2010. Heparin 5000u was administered intra-procedurally. The act was 118 seconds pre anticoagulation and 244 seconds post anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 95% after the procedure. Prior to implanting the vrd, launcher/medtronic, 606-s255x (lot unknown), chikai/asahi intec were utilized. Other devices utilized during the procedure were, excelsior 1018/stryker, excelsior sl10/stryker, radifocus gt/terumo, micrusphere 18/micrus (total5), deltapaq/micrus (total2), orbit (complex 6x15, lot# and other details unknown) (total 3), orbit (complex, 5x15, lot# and other details unknown) (total 3), orbit (complex, 4x10, lot# and other details unknown) (total 2). No further information is available and procedural images are not available. This is xxx of multiple products used during the same procedure on the same patient, which is associated with MFR report 1058196-2011-00557, 1058196-2011-00558, 1058196-2011-00559, 1058196-2011-00560, and 1058196-2011-00561. The product was returned for evaluation and testing, but the analysis was not completed. Additional information will be submitted within 30 days upon receipt

Manufacturer narrative:
Note: cordis lot # 1424659 is lake region lot # 01424659. Per lake region report c 11,314, lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01424659. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. This is 1 of multiple products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00557, 1058196-2011-00558, 1058196-2011-00559, 1058196-2011-00560, and 1058196-2011-00561. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report from clinical study (B)(4) indicated that the index procedure was coil embolization assisted with and enterprise vrd ((B)(4)) of the left cavernous sinus. During coiling procedure which was done via a jailed microcatheter technique, the 13th coil (orbit complex (B)(4)/lot unknown) unraveled. There is no further information regarding procedural factors related to the placement/manipulation of this coil. The decision was made to remove both the coil and the microcatheter (either excelsior sl10 or excelsior 1018) from the patient. During this time, some coils protruded from the aneurysm, but it is unknown which coil and how many coils protruded (microsphere 18 coils x5 (micrus), orbit complex 6x15/lot# unknown) x3, orbit complex (B)(4)/lot# unknown x3, and orbit complex (B)(4)/lot unknown x1 were placed in the aneurysm when the event occurred) . However, no action was taken because it seemed that the coils were securely embedded/fixed between the enterprise vrd and the vessel wall. A jailed technique was used for this procedure, and the enterprise was in place when the coil/coils unraveled/ protruded. Constant fluoroscopy was performed at all times. The enterprise stent was fully expanded, appose to the vessel wall and in a stable position. The lot numbers for the coils are not available. The event outcome was indicated as recovered without sequel. According to the physician, the relationship of the event to the procedure was highly probable and to the vrd was also highly probable. The occlusion rate of aneurysm was 95% after the procedure. The unruptured saccular aneurysm neck was 5.5mm, and the neck to sac ratio was 5.5mm:9.2mm. The parent vessel size diameter proximal was 4.0mm and distally was 3.9mm. Mrs pre-procedure was and was 0 one day and one month post procedure. No further information is available and procedural images are not available. The enterprise vrd remains implanted. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of enterprise lot 01424659. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. It appears that device interaction/entanglement may have contributed to the stretching of the coil and protrusion of previously placed coil or coils out of the aneurysm when removing the stretched orbit coil. It is possible that procedural factors impacted the reported events; however, based on the limited procedural information no conclusion can be made regarding root cause or which products were involved. With review of the reported information there is no indication of any device manufacturing issues related to the events; therefore, no corrective actions will be taken at this time. This is 1 of multiple products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00557, 1058196-2011-00558, 1058196-2011-00559, 1058196-2011-00560, and 1058196-2011-00561. Additional information will be submitted within 30 days upon receipt.